Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report is correcting the name of the initial reporter, as well as the name and address of the health care facility.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was given a holter monitor to evaluate for appropriate pacing and sensing. The holter showed nine pauses in pacing that were greater than two seconds, with the longest pause 3.29 seconds, due to suspected oversensing. Undersensing was also reported. Troubleshooting was performed but no noise could be produced. The patient was pacemaker dependent, but was not symptomatic during the observed pauses. Technical services discussed additional troubleshooting steps and requested device data be submitted for analysis. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the hospital was still in the process of scheduling additional troubleshooting with the patient. Once that occurs, the representative will provide any relevant data to technical services for review. At this time, the device remains implanted and in service, with no programming changes reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was given a holter monitor to evaluate for appropriate pacing and sensing. The holter showed nine pauses in pacing that were greater than two seconds, with the longest pause 3.29 seconds, due to suspected oversensing. Undersensing was also reported. Troubleshooting was performed but no noise could be produced. The patient was pacemaker dependent, but was not symptomatic during the observed pauses. Technical services discussed additional troubleshooting steps and requested device data be submitted for analysis. No adverse patient effects were reported. The device remains implanted and in service.